Event description:
The dr reported separating the file mid-root. After reviewing the dr's technique, the dr reported that the motor isn't beeping or reversing out of the canal. The dr reportedly stressed the torque to make it beep and the motor didn't make a sound. The file was not retrieved, but the dr filled around the file and will follow-up on the pt.